Event description:
Healthcare professional reported "deflation". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening and observed a delamination total of the valve (adhesive failure) additional, changed, and/or corrected data: d3, d.9., g1, h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device was explanted and replaced.